Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a communication or control error. There was no patient involvement. The service engineer replaced the control printed circuit board (pcb) according to the recommendations in the service manual. After replacement and reprogramming, the ventilator passed pre-use check. No device logs were received and no part was returned despite reminders. If a defect related to the reported error codes appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. If the fault condition appears during startup, the startup error code will be generated and ventilation cannot be started. As no goods or device logs were returned for investigation, the reported problem could neither be confirmed nor the root cause determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated several technical error codes related to the control pc board. There was no patient involvement. Manufacturer's ref #: (B)(4).